Event description:
Edwards received notification that this patient with a 29mm valve implanted in the tricuspid position underwent surgery for a valve-in-valve replacement after an implant duration of approximately 14 years due to flailed leaflets leading to regurgitation and high gradients. The physician did not feel that the surgical valve failed prematurely. A 29mm valve was implanted successfully within the surgical edwards valve. Patient outcome was good.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a valve implanted in the tricuspid position underwent surgery for a valve-in-valve replacement after an implant duration of approximately 14 years due to flailed leaflets leading to regurgitation and high gradients. A 29mm valve was implanted within the surgical edwards valve.

Manufacturer narrative:
H11: corrected data: corrected sections f10 (device code), h10 (additional manufacturer narrative) bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In this case, the device was implanted for 14 years with no indication of premature failure. The root cause was due to patient related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.